Event description:
Literature article entitled ¿does an ultra-short anatomic cementless femoral stem improve long-term (up to 17 years) results in patients younger than 30 years" written by young-hoo kim, md, jang-won park, md, young-soo jang, md, eun-jung kim, md. Published by the journal of arthroplasty on (B)(6) 2022. The article's purpose was to assess clinical results and evidence of clicking or squeaking sounds; radiographic results, including rates of osseointegration and bone remodeling, as well as osteolysis; rates of complications including thigh pain, periprosthetic fracture, and ceramic fracture; rates of revision; and survival rates of implants with the 4th generation of ceramic-on-ceramic articulation in patients younger than 30 years. Patient data: 240 consecutive primary thas in 180 patients (118 men and 62 women) who had a mean age of 27 years (range, 21 to 30 years). The mean follow-up was 16 years (range, 14 to 17 years). Depuy products: proxima stem with ceramic modular head and cementless pinnacle acetabular cup and liner. Adverse events: (2) groin pain ¿ treated with revision. (2) aseptic loosening of femoral component ¿ treated with revision. (2) dislocation ¿ treated with revision.

Manufacturer narrative:
Product complaint # ==> (b)6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.